Event description:
Consumer complaint of blood result reading of "lo". Sister ((B)(6)) of customer states that customer feels well and doesn't require medical attention. Verified the strips expire 10/13/2017. Customer confirms the strips are stored properly. Customer declined blood test. Reviewed meter memory: lo mg/dl, (B)(6) 2015, 05:08:53 pm, fasting: yes; 52mg/dl, (B)(6) 2015, 08:17:00 pm, fasting: yes. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Product returned for evaluation: no defect found. Most likely underlying root cause for this complaint is: test strip issue.

Event description:
Consumer complaint of blood result reading of "lo". Sister ((B)(6)) of customer states that customer feels well and doesn't require medical attention. Verified the strips expire 10/13/2017. Customer confirms the strips are stored properly. Customer declined blood test. Reviewed meter memory:. Lo, (B)(6) 2015, 05:08:53 pm, fasting:yes,; 52mg/dl, (B)(6) 2015, 08:17:00 pm ,fasting:yes. No adverse event reported.